Manufacturer narrative:
Results evaluation codes: investigation: the eval of the returned unit was hindered by contamination from hepatitis c pt. A simple inflation test confirmed the customer report of leakage from the cuff. A review of our complaints history confirmed this to be the second complaint for the possible lot number identified. Though there have been complaints for cuff deflation in use, on this prod code during the past five yrs, these are historical and do not indicate a systematic failure during MFR, especially when history shows annual sales . A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this prod line prior to packaging. Root cause: it has not been stated whether the prod was tested prior to use in accordance with the prod instruction leaflet; however, as these products are tested for leakage immediately prior to packaging, and as the prod remained inflated for one day, we have determined the most likely cause for this incident is that the cuff became punctured following inflation. Though these prods are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.